Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not prompting them after the first shock and they were unsure if it was working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Corrections: section a1 of the initial medwatch report indicates: none section a1 of the initial medwatch report should have been blank. Section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device was not prompting them after the first shock and they were unsure if it was working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b3 of the initial medwatch report should indicate: the customer contacted stryker to report that their device was not prompting them after the first shock and they were unsure if it was working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. Section h11 of the initial medwatch report indicates: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 of the initial medwatch report should indicate: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not prompting them after the first shock and they were unsure if it was working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.